Manufacturer narrative:
B3. Date of event: estimated. Correction: g1 manufacturing site information there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 40 hz and total laser energy 80w. The fiber was stripped once before procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. Urinary catheter was placed on the procedure day and removed one day post procedure at discharge. The patient discharge medications included miralax for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient experienced irritative urinary symptoms the same day the procedure was performed (post procedure). The patient symptoms were reported to be not serious. Medication was administered and the dose was increased. The patient symptoms were reported to be on going. The study facility assessed the patient symptoms as possibly related to the lithotripsy procedure and possibly related to the device.

Manufacturer narrative:
B3 date of event: estimated. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 40 hz and total laser energy 80w. The fiber was stripped once before procedure. There were no other accessory devices introduced into the patient body during the procedure. No adverse events were noted during the procedure and the procedure was completed without complications. Urinary catheter was placed on the procedure day and removed one day post procedure at discharge. The patient discharge medications included miralax for constipation prophylaxis and pyridium for painful urination prophylaxis. The patient experienced irritative urinary symptoms the same day the procedure was performed (post procedure). The patient symptoms were reported to be not serious. Medication was administered and the dose was increased. The patient symptoms were reported to be on going. The study facility assessed the patient symptoms as possibly related to the lithotripsy procedure and possibly related to the device.